Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, plunger went over the lens during loading.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).